Manufacturer narrative:
No further information concerning this report is available at this time. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fractured, loss of capture and high impedance. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
No further information concerning this report is available at this time. If the product is returned and the analysis is performed, this report would be updated at that time. This correction report was submitted to capture the correct aware date.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture and high impedance measurements attributed to lead fracture. A result, the patient underwent a surgical intervention and the lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
No further information concerning this report is available at this time. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fractured, loss of capture and high impedance. The lead was successfully replaced. No additional adverse patient effects.